Event description:
The manufacturer received information alleging a patient was unable to use the incourage device as she has 3 compression fractures in her back. The patient is unsure if the device caused this or not. There was no report of medical treatment being required.

Manufacturer narrative:
The manufacturer previously received information alleging a patient was unable to use the incourage device as she has 3 compression fractures in her back. The patient is unsure if the device caused this or not. There was no report of medical treatment being required. The device was evalutaed by a third party service center. The third party service center found evidence of dust and lint contamination to the air inlet and intake cover. The device was tested and the device passed all functional testing.